Event description:
The user facility reported to terumo cardiovascular sys that during cardiopulmonary bypass surgery, the overpressure safety valve was cracked and leaking. The product was changed out. There was approx 100 cc of blood loss. There was no harm to pt. The surgery was completed successfully.

Manufacturer narrative:
Terumo received the actual device, and upon eval the complaint was confirmed. Visual insp noted a split in the unit traveling along the connection between the positive and negative housings. The most likely cause of the event appears to be damage that occurred after the mfg process. These units are 100% inspected and leak tested during production, a cracked ops would have been detected during this process. (B)(4).